Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open and exhibited a cannot exceed station quantity error. The technical support specialist (tss) instructed the user to perform a cycle count and identified two in door and that fixed the count, and the user was able to issue the medication. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, when the customer trying to issue medication, the door did not open. The error displayed was ¿cannot exceed station quantity on hand. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.